Event description:
A (B)(6) female pt suffered from anaphylactic shock during cardiac surgery. The pt's skin changed in structure and immediate attention was required to stabilize her. According to the surgeon, this is a phenomena that he has seen before without the use of ostene. The pt was stabilized and the surgery completed without further complications.

Manufacturer narrative:
The pt developed anaphylaxis shock during cardiac surgery. The pt was stabilized and the surgery completed. Anaphylaxis shock is a well-known but uncommon reaction during surgery. Several variables have the potential for causing the condition which can include allergies to certain antibiotics or latex. Ostene is a water-soluble implant material used for the control of bleeding from bone surfaces. Ostene is non-toxic and causes no known allergic reactions as demonstrated by the biocompatibility testing listed on page 1. It dissolves and is discharged through the liver and kidneys. According to the info provided by the surgeon and the biocompatibility test data available, it is our belief that ostene was not the cause of the event.